Manufacturer narrative:
(B)(4)

Event description:
It was reported that loss of capture and impedance issue were observed. Dislodgement was observed via chest x-ray. The lead was explanted and replaced.